Event description:
It was reported that the patient was admitted to the emergency room after reporting that he could not move [his] lower limbs. The implant and programming was "flawless" and provided "perfect coverage". A hematoma was also reported. Resolution of condition post operatively. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.